Manufacturer narrative:
This report is being submitted to report corrected and additional information. The corrected information is that the event date and explant dates were reported incorrectly in the initial submission. Also additional information received by the customer confirms that this event does no longer meet the requirements for a reportable event. No further medwatch reports will be submitted for this event.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that the patient presented with the implant out. Tooth site #29 (universal). The site was grafted with allograft prior to implant placement. Inflammation is reported as a symptom.